Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021 during which the surgeon noted extensive lysis of adhesions was then undertaken for 60-90 minutes. It was reported that the patient experienced severe pain, dense adhesions, bulging, inflammation, stress, and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/28/2021 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/9/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.